Event description:
(B)(6) clinical study . It was reported that aortic regurgitation and cardiac arrest occurred. Prior to the index procedure, heparin or other anticoagulant was given to the patient. The patient received a loading dose of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of the lotus valve into the proper anatomical location. Neither repositioning nor retrieval was attempted. Post balloon valvuloplasty, an amplatz super stiff wire was placed into the ventricle following which the patient was noted to be hypotensive and bradycardic. The patient was in ¿loss of cardiac output for a few min¿ requiring CPR and adrenaline .the amplatz super stiff wire was then removed from the ventricle resulting in an increase in pressure due to the release of the aortic regurgitation caused by the wire. The events of severe aortic regurgitation and cardiac arrest were considered to be resolved. Post procedure the patient was on cardiac health deficiency unit for 24 hours. Post deployment of the lotus valve, the patient developed left bundle branch block. No action was taken for the event. Two days post procedure, the patient was diagnosed to be in slow atrial fibrillation and the next day was implanted with a permanent pacemaker. The bundle branch block was considered to be not recovered/not resolved and the slow atrial fibrillation was considered to be resolved. Eleven days post procedure the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).